Event description:
Pump was reported to be set at 63ml/hr with 270ml of potassium to be infused via the secondary bag. Reportedly, within one hour the secondary bag was found to be empty. No pt injury resulted as per reporter.